Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had scratch or damage insulation on the shaft. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damage and the conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.